Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient that was implanted with an implantable neurostimulators (ins) for pain. It was reported that the patient recently had surgery and post-surgery the battery was turning itself on and off by itself. This occurred on (B)(6) around 5-5:30pm. Review of the data file indicated the patient made several rapid switches between therapy on and therapy off during the time frame noted: (B)(6) 2017 5:13 pm stim turned on (B)(6) 2017 5:16 pm stim turned off (B)(6) 2017 5:17 pm stim turned on (B)(6) 2017 5:17 pm stim turned off (B)(6) 2017 5:18 pm stim turned on (B)(6) 2017 5:18 pm stim turned off the patient did not use the patient programmer (pp) or recharger between 2 and 5pm but did turn the device off at 8:47am, the next interrogation was when the ins was turned on at 5:13pm. Stim remained off for the next 1.5 days. The patient was adamant that they were not turning the device off with their pp, but the only way for the commands found in the data file are when an external device sends the on or off command to the ins. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep clarifying that the recent surgery was not device related. The ins was implanted in (B)(6) 2011. The cause of the ins turning on and off was suspected as user error, likely cause was the nursing staff turning the device off and on. The event of the ins turning on and off has been resolved.